Manufacturer narrative:
Concomitant products: 6947m62 lead, implanted: (B)(6) 2015; dtbb1qq crtd, implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited low impedance. The ra lead was explanted and replaced. It was also reported that the patient's left ventricular (lv) lead dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.